Event description:
The customer called and reported receiving a button error on the insulin pump. Customer stated her blood glucose went low, the insulin pump suspended and did not come back on. Customer's blood glucose was 60 mg/dl, which she treated for by eating. A crack was also noticed in the device. No significant events leading to the alarm were recalled. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response, due to corroded keypad traces. No button error alarms were noted. The device was received with a cracked case at display window corners, cracked case at reservoir tube window corners, battery tube threads, and minor scratches on the lcd window.